Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that about three months prior to call, customer received a compromised forced sensor alarm. Customer was hospitalized with diabetic ketoacidosis, but customer was taken out of the hospital due to hospital not doing anything for patient. Customer's mother did not know date of hospitalization or blood glucose levels at the time of hospitalization. Customer was not wearing insulin pump at the time of hospitalization and mother could not remember how long customer was off of insulin pump. Customer had been on insulin pen since incident. Insulin pump would be replaced.